Event description:
Open perineal cryosurgical ablation and bilateral orchiectomy performed on 10/6/93 without incident. On 10/8/93, would split open down to the prosthetic fossa. Patient started on betadine sitz baths, incision healed slowly. Discharged home on 10/18/93.